Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet sleep/wake button became intermittently unresponsive and progressively worse, and the device at times did not wake from a charging pad despite a user-initiated restart, while overall insulin delivery and blood glucose control were unaffected. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy or need for medical care. Investigation included device replacement logistics and user education on data sync and device shutdown prior to return. Investigation of this device was confirmed and revealed a functional issue with the device¿s sleep/wake control that impaired normal user interaction, with no effect on therapy performance. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the user interface component.